Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported after they charged their implantable neurostimulator (ins) the parkinsonian symptoms and hospitalization were resolved. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient was admitted to the hospital due to a return of uncontrollable parkinson's symptoms. The caller initially reported that the dbs had malfunctioned, but noted that the facility was not familiar with dbs. While on the call, they used the patient programmer (pp) to check the ins and it showed a warning message indicating the ins depleted and needed to be charged. It was reviewed this was likely the issue and charging should resolve the issue. The patient's wife was going to get the recharger from home. No further complications were reported or anticipated with this event.